Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins was at end of service (eos) due to normal battery depletion. At a routine impedance check it was discovered that there was low impedance of 44 ohms on a contact pair which was not being used in therapy. It was stated that it is unknown if this was a chronic impedance issue. The manufacturing representative will check the impedances after the ins replacement. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.